Event description:
It was reported that the patient underwent a posterior segmental fixation surgery at t10-iliac. It was reported that the tip of the screwdriver broke upon insertion of s1 pedicle screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Macroscopic examination confirms driver tip broken off. Microscopic examination of fracture surface revealed a quasi-brittle fracture surface with river lines and no indication of fatigue or torsional overload. The angle of the fracture surface, in addition to the absence of torsional overload, usage and age of the instrument, suggest failure due to bend stress overload, with the instrument mas head thread likely not fully engaged into the implant. A review of the device history records did not identify any applicable nonconformance to specification.